Manufacturer narrative:
Siemens completed the investigation of the reported event. The root cause was a broken di water hose. The hose had slipped from the fitting. A siemens customer service engineer replaced the di water hose and restored the system. Further investigation is not warranted at this time.

Event description:
It was reported to siemens that a water leak occurred at the deionized (di) water pump stand. The water hose at the di water supply pump stand became loose and approximately 10-15 liters of water leaked from the structure area, resulting in the floor becoming wet. There was no patient mistreatment or injury of a person reported to siemens associated with this complaint. However, in a worst-case scenario the water leaked to the floor could result in a slip injury of medium severity, requiring medical treatment. This report has been submitted with an abundance of caution. The reported event occurred in (B)(6).